Event description:
Device 1 of 2: reference MFR report number: 1627487-2019-02214. It was reported that the patient felt uncomfortable shocking sensation on the right-side supra-orbital lead. Testing showed high impedances on the lead. As a result, surgical intervention was undertaken during which the lead was explanted and replaced. It was reported that the lead was fractured. Post-operatively, the patient has effective therapy. It is unknown which of the 2 leads was explanted; therefore both are being reported.